Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed via diagnostic image. The physician will monitor the patient through follow-up visits.

Manufacturer narrative:
A partial lead with the connector pin measuring 4.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Explant date is unknown; MDR-2016-18475-01.